Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/05/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address metallosis, a trochanteric fracture, heterotopic bone formation and a malpositioned acetabular component. At this time, the patient's femoral stem is being added to the complaint and reported. The complaint was updated on: 11/02/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
My right hip was replaced due to osteoarthritis. Doctor used a depuy metal-on-metal press fit implant. Following surgery, muscle calcification occurred along with creaking and popping. Other than the noises and lack of flexibility due to calcification, the implant performed satisfactorily until when I experienced significant pain in my right leg, especially the knee. Testing showed a very high blood cobalt level and stress fracture to the right femur. There had been no falls so it may be that the metal level softened my bone. Three parts of the implant were replaced and the calcification removed. Recovery has been slow; however, the cobalt level dropped significantly at the 90 days point.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Product information received. Depuy synthes has been informed that the lot number is not available.